Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pjz517, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The quantity in the file is 1. The event description states ¿during an unknown procedure that suture came away from needle multiple times.¿ the single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture came away from needle multiple times while being used. It is unknown how the case was completed. There were no any adverse consequences to the patient reported..